Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01643.

Event description:
The patient was undergoing a coil embolization procedure in the left pulmonary artery using pod coils, a ruby coil detachment handle (handle) and a non-penumbra microcatheter. During the procedure, while loading a pod coil into a microcatheter, the new resident kinked the pod coil. Therefore, the pod coil was removed. Next, the physician successfully deployed and detached three penumbra coils in the target location using the microcatheter. The physician then advanced another penumbra coil into the target location and attempted to detach it using the handle; however, the penumbra coil failed to detach. Therefore, the physician used a new handle to detach the penumbra coil. The procedure was completed using a new pod coil, the second handle and the same microcatheter. There was no report of an adverse effect to the patient.